Event description:
It was reported the device was used during a tapp hernia procedure. It was reported by the affiliate that the device jammed. A new devie was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Tracking #.45982. Date sent: 11/10/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported incident, "device jammed," during surgery occurred possibly due to a partially yielded rotating head housing weld. The instrument was rec'd with a partially yielded rotating housing weld. The rotating head housing weld was examined and it appeared to have been welded thoroughly. The device was cycled and fired 16 staples well formed, but misfired during testing possibly due to the yielded rotating housing weld. No conclusion could be reached as to how this damage may have occurred.